Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was premature battery depletion and the device was at eri (elective replacement indicator). It was noted that the longevity was most likely due to a competitor rv (right ventricular) lead having high thresholds and high programmed output. The device was explanted and replaced. No patient complications have been reported as a result of this event.